Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("persistent bleeding genital"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis"), uterine cancer ("tumor / teratoma / cancer type: uterine (constant severe)") and uterine haemorrhage ("abnormal uterine bleeding") in a 50-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation ((B)(6) 2010)". The patient's past medical history included gravida ii, parity 2 (live births: 2 ((B)(6) 1983, (B)(6)1993) child had facial presentation. Moderate mental handicaps, autism), gallbladder disorder in 1983, aspiration breast, gastric bypass (for obesity) in 2002, abdominoplasty in 2006, alcohol use, anemia, appendectomy, cholecystectomy, vulvovaginal human papilloma virus infection (and lesions), chronic cystitis, vulvovaginal pain, labial operation nos (with excision of abnormal skin) on (B)(6) 2010, melanoma (remove melanoma tissue ((B)(6) 2 013)), breast capsulotomy (she also had both implants removed and replaced. She now has silicone implants that were placed. Unilateral open capsulectomy ((B)(6) 2013),) in 2013, heartburn, irritable bowel syndrome, eye laser surgery (vision corrective surgery) in 1993, liposuction in 2006, rhinoplasty (phinoplasty ((B)(6) 2012),) on (B)(6) 2010, blepharoplasty (lower and necklift) on (B)(6) 2012, platysmaplasty (lower and necklift) on (B)(6) 2012, arterial rupture on (B)(6) 2010, abdominoplasty in 2006 and brachioplasty in 2007. No dysplasia or malignancy. No uti symptoms. Previously administered products included for an unreported indication: yaz and cephalexin. Past adverse reactions to the above products included pruritus with cephalexin. Concurrent conditions included depression, hashimoto's thyroiditis since 1998, fibromyalgia since 1998, blood pressure high, thyroid disorder, diabetes, endometrial thickening, breast mass (in 2006 she had bilateral subpeotoral saline implants placed), contracture of hand joint, anxiety, congenital genital malformation female, colonoscopy since (B)(6) 2012, rhinoplasty since (B)(6) 2012, cyst ovary, choledocholithiasis and irregular menstruation. Family history included heart disease, unspecified (father), diabetes (mother and brother), thyroid disorder (mother and grandmother), testicular cancer (brother) and pancreatic cancer (mother). Concomitant products included drospirenone w/ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2015 for birth control, gabapentin since december 2015 to 2015 and levothyroxine since 1998 for hashimoto's thyroiditis and fibromyalgia as well as bupropion (wellbutrin) until 2017, buspirone since 2010, clonazepam since 2006, cyanocobalamin-tannin complex (b12) since 2010 and sertraline (zoloft) until 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2010, the patient experienced mood swings ("hormonal changes: mood swings"). In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("infection (bladder/urinary tract/vagianl): urinary tract infection"), the first episode of migraine ("migraines / headaches") and the second episode of migraine ("migraines / headaches"). In (B)(6) 2011, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) with menorrhagia and depression and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced uterine cancer (seriousness criterion medically significant) with vaginal haemorrhage and dyspareunia. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and gingival bleeding ("bleeding and small blood clots, reinforced jaw bone"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), scar ("scarring had occurred during essure removal") and emotional disorder ("emotional problem"). The patient was treated with antidepressants, antibiotics, thomapyrin n (excedrin migraine), iron, surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (underwent endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, uterine cancer, uterine haemorrhage, mood swings, female sexual dysfunction, urinary tract infection, the last episode of migraine, dysmenorrhoea, tooth disorder, gingival bleeding, fibromyalgia, scar and emotional disorder outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered autoimmune thyroiditis, dysmenorrhoea, emotional disorder, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival bleeding, mood swings, pelvic pain, scar, tooth disorder, urinary tract infection, uterine cancer, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she did not retain the essure device or any portion of it. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . (B)(6) 2010, hysterosalpingogram: satisfactory location of the micro inserts. Occlusion at cornu, bilaterally. (B)(6) 2010, abdominal pelvic CT:impression: status post cholecystectomy intrahepatic and extra hepatic biliary ductal dilation increased from comparison status post gastric bypass with no bowel obstruction or abnormal fluid collection probable incidental cyst right kidney. Abnormal liver tests. (B)(6) 2010, endoscopy: finding: normal pancreas and kidney. Failure to identify the bile duct. This implies it is not dilated and without stones, but it is not clear. Current weight 150 lbs. Approximate weight at the time of essure placement 125 lbs. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿uterine haemorrhage¿ most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. Following event: emotional problem were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("persistent bleeding genital"), autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis"), uterine cancer ("tumor / teratoma / cancer type: uterine (constant severe)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation ((B)(6) 2010)". The patient's past medical history included gravida ii, parity 2 (live births: 2 ((B)(6) 1983, (B)(6) 1993) child had facial presentation. Moderate mental handicaps, autism), gallbladder disorder in 1983, aspiration breast, gastric bypass (for obesity) in 2002, abdominoplasty in 2006, alcohol use, anemia, appendectomy, cholecystectomy, vulvovaginal (B)(6) infection (and lesions), chronic cystitis, vulvovaginal pain, labial operation nos (with excision of abnormal skin) on (B)(6) 2010, melanoma (remove melanoma tissue ((B)(6) 2013)), breast capsulotomy (she also had both implants removed and replaced. She now has silicone implants that were placed. Unilateral open capsulectomy ((B)(6) 2013),) in 2013, heartburn, irritable bowel syndrome, eye laser surgery (vision corrective surgery) in 1993, liposuction in 2006, rhinoplasty (phinoplasty ((B)(6) 2012),) on (B)(6) 2010, blepharoplasty (lower and necklift) on (B)(6) 2012, platysmaplasty (lower and necklift) on (B)(6) 2012, arterial rupture on (B)(6) 2010, abdominoplasty in 2006 and brachioplasty in 2007. No dysplasia or malignancy. No uti symptoms. Previously administered products included for an unreported indication: cephalexin. Past adverse reactions to the above products included pruritus with cephalexin. Concurrent conditions included depression, hashimoto's thyroiditis since 1998, fibromyalgia since 1998, blood pressure high, thyroid disorder, diabetes, endometrial thickening, breast mass (in 2006 she had bilateral subpeotoral saline implants placed), contracture of hand joint, anxiety, congenital genital malformation female, colonoscopy since (B)(6) 2012, rhinoplasty since (B)(6) 2012, cyst ovary, choledocholithiasis and irregular menstruation. Family history included heart disease, unspecified (father), diabetes (mother and brother), thyroid disorder (mother and grandmother), testicular cancer (brother) and pancreatic cancer (mother). Concomitant products included drospirenone w/ethinylestradiol (yaz) from (B)(6) 2010 to (B)(6) 2015 for birth control, gabapentin since (B)(6) 2015 to 2015 and levothyroxine since 1998 for hashimoto's thyroiditis and fibromyalgia as well as bupropion (wellbutrin) until 2017, buspirone since 2010, clonazepam since 2006, cyanocobalamin-tannin complex (b12) since 2010 and sertraline (zoloft) until 2017. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced mood swings ("hormonal changes: mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("urinary tract infection"), headache ("migraines / headaches"), migraine ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2012, the patient experienced uterine cancer (seriousness criterion medically significant) with vaginal haemorrhage and dyspareunia. In 2013, the patient experienced tooth disorder ("dental problems") and gingival bleeding ("bleeding and small blood clots, reinforced jaw bone"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant) with menorrhagia and depression, uterine haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and scar ("scarring had occurred during essure removal"). The patient was treated with antidepressants, antibiotics, thomapyrin n (excedrin migraine), iron, surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2014) and surgery (underwent endometrial ablation). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune thyroiditis, uterine cancer, uterine haemorrhage, mood swings, female sexual dysfunction, urinary tract infection, headache, migraine, dysmenorrhoea, tooth disorder, gingival bleeding, fibromyalgia and scar outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered autoimmune thyroiditis, dysmenorrhoea, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival bleeding, headache, migraine, mood swings, pelvic pain, scar, tooth disorder, urinary tract infection and uterine cancer to be related to essure. The reporter commented: she did not retain the essure device or any portion of it. She was not advised of any complications from your essure removal procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . (B)(6) 2010, hysterosalpingogram: satisfactory location of the micro inserts. Occlusion at cornu, bilaterally. (B)(6) 2010, abdominal pelvic CT:impression: status post cholecystectomy intrahepatic and extra hepatic biliary ductal dilation increased from comparison status post gastric bypass with no bowel obstruction or abnormal fluid collection probable incidental cyst right kidney. Abnormal liver tests. (B)(6) 2010, endoscopy: finding: normal pancreas and kidney. Failure to identify the bile duct. This implies it is not dilated and without stones, but it is not clear. Current weight (B)(6) lbs approximate weight at the time of essure placement (B)(6) lbs. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿uterine haemorrhage¿ most recent follow-up information incorporated above includes: on 7-feb-2018: pfs and medical records received: reporters details added. Aka names added. Case medically confirmed. Event hormonal changes: mood swings, abnormal bleeding (vaginal, menorrhagia), abnormal uterine bleeding, apareunia (inability to have sexual intercourse), urinary tract infection, psychological or psychiatric problems condition: depression, autoimmune disorder type of disorder: hashimoto's thyroiditis, migraines / headaches, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), tumor / teratoma / cancer type: uterine (constant severe), dental problems, bleeding and small blood clots, reinforced jaw bone, fibromyalgia, scarring had occurred during essure removal, endometrial ablation performed concomitantly with the essure micro-insert implantation. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding genital") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.